Event description:
While implanting this device, wires at its distal end were observed to be unravelling. Forceps were used to aid in completing deployment. The device was implanted and will not be returned for analysis.